Event description:
On 05/20/2005, a male underwent initial aaa repair. One main body and two iliac leg grafts were placed. Over time endoleaks from an unknown source were noted so in 2008, the physician placed one renu cuff at the proximal end and one iliac leg graft at the distal end to resolve the endoleak. Patient is well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and two cd's were returned to assist in this investigation. An internal clinical assessment indicated that the event was due to anatomical changes in the patient over time. However, the appropriate individuals have been notified of this matter and we will continue to monitor for similar events. Although no product was returned, cd images were provided. These images were viewed and were found inconclusive and no endoleak(s) identified.